Event description:
It was reported that on (B)(6) 2024, during a brevera procedure the customer experienced an issue with the driver after the needle had been fired into the breast. The system was restarted multiple times, but the errors could not be fixed. The patient was rescheduled for a new procedure. A field engineer examined the equipment, and it was determined that the driver issue was related to the needle had become disconnected and had not been properly cleared before trying to use the system again. Thus, this issue is related to a user error.

Manufacturer narrative:
H6: appropriate term/code not available: suggested code: mechanical driver. A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications.

Manufacturer narrative:
An investigation was conducted: it was reported on (B)(6) 2024, that during a procedure the brevera system (B)(6) and brevera driver (B)(6) began experiencing errors. When attempting to take samples, the system began displaying errors. System was rebooted, and the errors reappeared. Patient impact was reported as the patient had to be rescheduled. No adverse harms were reported otherwise. Remote view into the system confirmed the errors. The ocb and csl code was reloaded and the driver seems to be functioning properly. Neither the brevera system nor the brevera driver used in this complaint were returned for investigation. The brevera driver was 1,195 days old at the time of the complaint. Further investigation could not be performed as parts were not returned to pmqa. Since no parts were returned, a definitive root cause could not be determined. After reviewing the complaint, discussing the case with a hologic service sustainment engineer, and examining a previous investigation into this type of issue, the most probable root cause for the reported error codes is related to the needle not firing its fully designated firing distance. This root cause can be linked to insufficient spring force when firing into breast tissue causing excess drag and reducing needle travel velocity. As a result, the timing shaft can become jammed with the outer cannula fork and the wear plate, effectively blocking cam shaft rotation and preventing biopsy samples from being taken. Conclusion: as no parts were returned to pmqa for investigation, root cause for the reported issue was unable to be determined. Conversations with service engineering indicated that based off the error experienced, it is likely that the needle did not fire its full distance, and the cannula forks jammed with the timing shaft of the driver. Since the patient had to be rescheduled for an additional procedure due to an inability to retrieve biopsy samples, this was considered a reportable event to the FDA. A new driver design has been created that will address the spring force issue. Pmqa will monitor the complaint data for this new driver design and look to see if trends for the driver being jammed are still occurring. Device history record (DHR) review: driver serial number: (B)(6) driver sku: brevdrv system serial number: (B)(6) driver manufacture date: 9/3/2021 driver installation date: (B)(6) 2021 UDI: (B)(4). Driver DHR review was performed. The device history record for the serial number involved was reviewed and was found to have met all manufacturing requirements prior to shipment for distribution. This includes final inspection and packaging inspections.